Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had the device removed a week and a half ago because it was the most horrible experience. Patient stated that after the first week they wanted it out and probably never should have had it put in. Patient said that after the trial they only had one good night and 7 hours. Patient also mentioned that as soon as they put the device in it set off like electrical shocks through their body. Patient mentioned that they had to have their hips replaced so they put it in their right hip and all of a sudden they would have a shock in their left shoulder and left forearm and they would say no, that was not normal. Patient then said that it was like shocks all around the device around their butt and going down their leg and it was terrible like firecrackers like a bit of firecracker. Patient noted that it aggravated their neuropathic pain and they think they should have been asked if they have problems with that prior. Patient also mentioned some medical history of fibromyalgia. Agent documented reported event and emailed patient registration services (prs) with update. No further action was taken by patient services (ps).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional(hcp). The hcp reported that it was unknown of the cause of going down their leg was determined. They removed the device but the patient followed with a different urologist. It was unknown if the issue was resolved. It was unknown if the issue was resolved for electric shock. The device was in pathology.